Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient's father reported that the patient's infusion set's tubing detached at the tubing connector. The site location was patient's left thigh, and the pump was in the left side of patient's trouser waistband. Moreover, the infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.